Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the ventilator while in use had a backup alarm failed error code. Reportedly, the unit continued to operate when the issue occurred. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported phenomenon was not duplicated despite device checking. In the event log, "check vent: backup alarm failed" (diagnosis code 1104) was observed to have occurred. The central processing unit (cpu) was replaced as a precaution to prevent future occurrence.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician verified the backup alarm failed message (error code 1104) had occurred once in the log. Neither the occurrence nor the error code 1104 could be duplicated at the product investigation lab during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specifications. Conclusion / root cause: no problem found.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The central processing unit (cpu) will be replaced. Pending quote approval.